Event description:
It was reported that during a knee surgery the device broke at the weld. There was no harm for patient, operator or third party. The surgery was finished successfully and the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during a knee surgery the device broke at the weld. Since the device was not returned, an evaluation on the product could not be performed and the reported event cannot be verified. A most likely cause is that the user forcibly opens the handle while it is still engaged by the ratchet mechanism.